Event description:
It was reported that during the implant the sensing of this lead was not good and the pacing thresholds were not ideal thus a new lead was used. Should this lead be returned this investigation will be updated. No adverse patient effects were reported.